Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant (xiitp6511) was returned for investigation. Visual evaluation of the as returned product identified that the internal threads/hex were rounded/damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing was not performed due to the nature of the device and event. Pre-existing condition noted on the per was low bone density ¿ type IV. The implant was being placed on tooth # 19 (universal) when the incident occurred. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2019121268) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019121268) for similar events (complaint category keywords: damaged threads) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided.

Event description:
It was reported that implant at site #19 stripped during clinical procedure and was removed. Surgical/medical intervention required for permanent damage: no additional appointment required: no. Symptoms as a result of the event: none reported.